Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The difficulty to advance could not be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Reportedly, the iliac artery was highly tortuous, and the tip of the device tended to get stuck contributing to the difficulty to advance. The difficulty retracting the foot was likely due to tissue being caught in the foot as it was eventually able to be closed. The difficulty retracting the foot likely contributed to the resistance during removal. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device mentioned in b5 is being filed under a separate medwatch number.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using the pre-close technique via an 8f sheath hole prior to an interventional endovascular aneurysm repair (evar) procedure. It was noted that the iliac artery was highly tortuous, and the tip of the device tended to get stuck. The device had to be pushed in slightly more forcefully until backflow was confirmed. Reportedly, the sutures of two prostyle devices were successfully pre-placed. However, when retracting the foot to remove the device strong resistance was felt. The foot was opened and closed again inside the vessel, and removal of the device was eventually successful with both prostyle devices. The sheath was upsized to a 18f sheath, and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. Upon inspection outside the anatomy, it was found that the foot was not fully closed for both prostyle devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.